Manufacturer narrative:
The investigation is complete and this event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cart was not powering on and the power inlet module showed signs of heat damaged and was replaced, but did not resolve the issue, so the power supply was replaced, which did not resolve the issue, so the control board was replaced and the cart would still not power on, so the power supply was replaced again and resolved the issue. It is unclear if the control board had an issue that took out the first new power supply. The cart wiring kit was also replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the cart would not power on and the inlet module showed signs of heat damage. No adverse events were reported as a result of this malfunction.